Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the left ventricular lead was observed with failure to capture. X-ray imaging showed the lead had dislodged. During reposition the lead, the guidewire failed to advance in the lead. The lead was explanted and replaced. The patient was in stable condition.